Event description:
It was reported that the patient was seen in clinic due to device beeping. Upon review, it was noted that the device was beeping due to out-of-range pacing impedances on this left ventricular (lv) lead. The lv oor was at 2000 ohms and gradually increasing to 2040 ohms. Technical services (ts) recommended programming options. This lv lead remains in service. No adverse patient effects were reported.